Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure, the physician had difficulty advancing the cypher 2.5 x 28 mm stent to the intended mid/distal left anterior descending (lad) target lesion. The device was unable to be advanced past the level of the proximal lad. The physician removed the stent delivery system (sds) from the pt and upon inspection, the stent struts were noted to be flared. Two additional cypher stents were implanted at the distal section of the target lesion. The procedure was completed successfully. The physician inspected the product prior to use and no anomalies were noted. There was no reported pt injury. The physician's comment regarding the product issue was that he was concerned about the crimping of the stent.

Manufacturer narrative:
The target lesion was the mid/distal lad. The lesion was reported to be: de novo, moderately calcified, severely tortuous, and a 90% stenosis. The lesion was then pre-dilated with a sapphire 2.5 x 20 mm balloon at 12 atm for 30 sec. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.